Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had constant high blood glucose when on the insulin pump. As soon as they switched to their old insulin pump, their blood glucose went back to normal. The customer stated they were wearing the same infusion set and reservoir. The customer¿s blood glucose during the incident was 522 mg/dl. They treated with a bolus. The customer¿s current blood glucose was 123 mg/dl. Troubleshooting was performed. The bolus and basal rates were programmed accurately. The device passed the displacement test and basic occlusion test. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.